Event description:
It was reported to philips that the device display turned yellow. There was no patient involvement. The manufacturer's authorized remote service engineer (rse) evaluated the device and confirmed the reported problem was a user error. The rse informed customer this is the "high contrast display" and provided instructions on how to disable the setting. Although no fault was found, this will be documented as a malfunction that occurred at the time of the reported event. The device remains at the customer site and no further evaluation is warranted at this time.